Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot number unique identifier (UDI) number unknown / not provided. Last name unknown / not provided. PMA/510(k) number not available. Device manufacturer date unknown / not provided.

Event description:
It was reported that 3 abutment screws was broken in the patient's mouth. They were able to remove 2, but one still has a broken portion in the implant. Patient will return at a later date to retrieve the broken portion. This is report 1 of 3.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D9: device available for evaluation change ¿no' to 'yes'.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). After additional information was received on (B)(6) 2021. It was determined, that this event no longer meets the criteria of a malfunction. That if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR- 0001038806 - 2021 - 01873 submitted on mon (B)(6) 2021, is no longer considered a reportable event by the manufacturer. And no further report will be submitted for this event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. No pre-existing conditions were noted no the product experience report (per). Bone density type is unknown. The reported devices were located on an unknown tooth sites and used for an unknown amount of time. Pictures or x-ray images were not provided. A device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the screw dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: functional: fracture: screw). January post market trending was reviewed and there were no negative trends or corrective actions for the reported event: fracture screw. Complainant reported that the abutment screw was broken in the patient's mouth. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. The following sections have been corrected: d4: lot number, expiration date, and unique identifier (UDI) number is unknown. H10: the last submission MFR-0001038806-2021-01873-2 submitted nov 11 18:22:44 est 2021 . Cancelling this report was done in error.